Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic via merlin.net transmission. Right atrial lead exhibited chronic noise. The lead was reprogramed. The patient was in stable condition throughout the event and would continue to be monitored.